Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('hey are not in the correct spot') and osteonecrosis ('avascular necrosis') in an adult female patient who had essure (batch no. 62612-inv, 626217) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for allergy: amoxicillin; for an unreported indication: depo provera. Concurrent conditions included abdominal pain, constipation, uti, pain in hip, nabothian cyst, systemic lupus erythematosus, appetite lost, insomnia, vitamin d deficiency and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced osteonecrosis (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), depression ("depression"), blood disorder ("low count") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("hormonal changes / weight gain"). In 2010, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issue"), migraine ("migraines headaches"), back pain ("low back pain"), abdominal pain lower ("low abdominal pain"), dyspareunia ("dyspareunia"), headache ("headache"), anxiety ("mental anguish"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with alprazolam (xanax) and mirtazapine (remeron). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, back pain, abdominal pain lower, dyspareunia, anxiety, mood swings and fatigue outcome was unknown and the osteonecrosis, depression, migraine, blood disorder, dysmenorrhoea and headache had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, blood disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, osteonecrosis, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding, psych injury, migration, bladder/urinary problems and fatigue. Trailing coils: 4 coils were visible on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. X-ray - on (B)(6) 2019: they are not in the correct spot. Lot number 62612 is invalid. Lot number: 626217 manufacturing date: 2007-11 expiration date: 2009-10 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('hey are not in the correct spot') and osteonecrosis ('avascular necrosis') in an adult female patient who had essure (batch no. 626217, 62612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for allergy: amoxicillin; for an unreported indication: depo provera. Concurrent conditions included abdominal pain, constipation, uti, pain in hip, nabothian cyst, systemic lupus erythematosus, appetite lost, insomnia, vitamin d deficiency and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced osteonecrosis (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), depression ("depression"), blood disorder ("low count") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("hormonal changes / weight gain"). In 2010, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issue"), migraine ("migraines headaches"), back pain ("low back pain"), abdominal pain lower ("low abdominal pain"), dyspareunia ("dyspareunia"), headache ("headache"), anxiety ("mental anguish"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with alprazolam (xanax) and mirtazapine (remeron). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, back pain, abdominal pain lower, dyspareunia, anxiety, mood swings and fatigue outcome was unknown and the osteonecrosis, depression, migraine, blood disorder, dysmenorrhoea and headache had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, blood disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, osteonecrosis, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding, psych injury, migration, bladder/urinary problems and fatigue. Trailing coils: 4 coils were visible on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. X-ray - on (B)(6) 2019: they are not in the correct spot. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received. Event added: they are not in the correct spot. Lot number, reporters information, lab data and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report